Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a coronary diagnostic procedure. Reportedly, a cuff miss occurred. Two additional proglide devices were used with the same results. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. The reported cuff miss is confirmed. Based on a visual/functional inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported cuff miss and the additional proglide device used in an attempt to achieve hemostasis appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch MFR reference numbers.